Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down, and ok buttons were under responsive to user presses. The customer alleged that the down arrow button was over responsive as well. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and no damage to button contacts or keypad flex cable was observed. The pump was opened and no damage to keypad connector or keypad flex cable; the keypad connector latch was secure. The complaint of under responsive and over responsive keypad buttons was not duplicated with testing. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).